Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that postoperatively there was an issue with the monosyn quick suture. In four instances, after veterinary procedures, the stitches opened up. Three felines and one canine underwent tooth extractions. Postoperatively, 1-3 days later, the veterinarian noted that the sutures were no longer visible. In these cases, the animals required further treatment. Additional information has been requested. This report references the second case with a feline. Associated medwatches: 3003639970-2019-00006, 3003639970-2019-00023, 3003639970-2019-00025.

Manufacturer narrative:
Samples received: 2 unopened and an open pouch. Analysis and results: there are no previous complaints of this code batch. We have received 4 different cases from the same costumer. We have received 2 closed samples and an open sample (unused) with a suture outside from the pack to analyze the four cases. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.78 kgf in average and 1.47 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Degradation test results conducted with the samples received at 37ºc into sörensen solution after 7 days are 0.58 kgf in minimum and 0.83 kgf in maximum and fulfils b. Braun surgical requirements (bbs requirements: 1.42 kgf>xi>0.35 kgf). These values are in the usual range for this thread size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: great care must be taken when working with monosyn® quick in order to avoid any crimping and crushing damage due to the use of surgical instruments such as tweezers and needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.